Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the catheter was implanted and used for a period of time, it was observed prior to use that the red end of the catheter luer connector had cracks. It was also stated that the catheter had a leak at the luer adapter. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Flushing was done with normal results. The catheter was not repaired. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement, and tego was not utilized. There was no excessive force used on the device. By hand was utilized to tighten the adapters. Bloodlines was the other product being utilized with the device. The cleaning agent used on the device waspovidone-iodine. The cleaning agent typically utilized to clean the adapter was iodophor. The cleaning agent was allowed to dry thoroughly prior to applying ointment. There was no remedial action performed. There were no blood transfusions required due to the event. The catheter has been in place for 2 months. There were no patient symptoms or complications associated with the event. There was no reported patient injury.